Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no patient involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged malfunction. The unit passed extended self testing.